Manufacturer narrative:
(B)(4). Corrected data: section d.5.- event description has been corrected; section f.10.- health effect clinical code corrected to 4582; section f.10.- medical device problem code corrected to 1546; section f.10.- health effect impact code corrected to 2645; section h.6.- health effect clinical code corrected to 4582; section h.6.- medical device problem code corrected to 1546; section h.6.- health effect impact code corrected to 2645.

Event description:
The customer has reported that "some tubes have a blown cuff prior to insertion". Additional information has been requested regarding clarification on how many events occurred. No information has been received at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. P/n 5-10315 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 590 samples were taken from the current production from p/n 00003-14 assembly ,sheridan hvt murphy trach,7.5mm lot# 3118711 the samples were visually inspected and issue reported "does not stay inflated - cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "et tubes are not holding air - patient starts distressing and clinician uses a bougie to exchange et tube. 7.5 hvt was replaced with an 8.0 hvt- no issues after that". No patient injury or harm reported. Patient condition unknown at time of report.